Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to non-function. Spectranetics devices in use: glidelight laser sheath, tightrail rotating dilator sheath, visisheath dilator sheath and lead locking devices (lld). The ra lead was removed successfully; however, the rv lead could not be removed. The physician did not attempt to unlock the lld out of the rv lead, so there was no confirmation that there was any malfunction of the lld. The rv lead and lld contained within this lead were cut, capped, and remained in the patient. The patient survived the procedure.